Event description:
It was reported that catheter was ruptured. The target lesion was located in the left lower limb. An zelantedvt clothunter was used for thrombectomy procedure. During procedure, it was noted that the tip of the catheter was ruptured. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.